Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Husband...assist me in removing a full tampon [foreign body in reproductive tract] tampons break, string broken [device breakage]. Case description: consumer sent e-mail stating the tampons break, the strings of 5 tampons had broken. No serious injury was reported.